Manufacturer narrative:
The device has been requested, but has not been returned for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that approximately 4 months post lens implant the patient underwent epiretinal membrane peel surgery and approximately 13 months later the lens was explanted due to opacification and replaced with a different model lens. Vitrectomy and deep anterior lamellar keratoplasty (dalk) were also performed.